Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring=clear. On (B)(6) 2021 patient called in with the following concern: patient kept on getting insulin flow block multiple times even after replacing a new reservoir. P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complain call. The adapt tool reveals from (B)(6) 2021 at 10:01:00 through (B)(6) 2021 at 23:38:00 a total of 16 no delivery alarms were recorded. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspections of connectors and electronic stack. Per visual inspection moisture damage noted on force sensor traces and corroded electronic assemblies. Zero offset within spec(22.6mv). Unit also received with cracked case(battery tube), cracked battery tube threads, faded serial number label, cracked keypad at select button and scratched case. In conclusion customer allegations are confirm using the download history files. Multiple no delivery alarms were recorded due to moisture damage on force sensor traces. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.